Manufacturer narrative:
An event regarding patient factors (paralysis of the sciatic nerve) involving an adm liner was reported. The event could not be confirmed. Method & results: device evaluation and results: not performed as the reported device remains implanted. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: rejected for medical review by dr. (B)(6) - no confirmation of event, need operative reports, clinical past medical history, x-rays. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Surgeon did a primary hip with a titanium cup and an exeter femoral stem. He used the dsa technique ( direct superior approach ) which is promoted by us since a couple of years. After the operation the patient had a femoralis drop, what is something like a paralysis of the sciatic nerve. There was no revision.

Manufacturer narrative:
The following devices were also listed in this report: catalog: 6260-9-122 description: 22.2mm std lfit v40 head lot: 58194603; catalog: 509-02-56e description: tritanium revision acetabular lot: ra5y62; catalog: 626-00-42e description: modular dual mobility insert lot: 62728903; catalog: 0580-1-044 description: exeter v40(tm). Short femoral lot: g6101695; catalog: 2080-0040 description: gap plate screws lot: 3024d9; catalog: 2080-0040 description: gap plate screws lot: 3024d9; catalog: 2080-0030 description: gap plate screws lot: kd76yt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device implanted.

Event description:
Surgeon did a primary hip with a tritanium cup and an exeter femoral stem. He used the dsa technique ( direct superior approach ) which is promoted by us since a couple of years. After the operation, the patient had a femoralis drop, what is something like a paralysis of the sciatic nerve. There was no revision.